Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer battery was completely depleted and unable to be charged. The programmer was being used with line power, but if the plug connections or power cord were manipulated, the programmer would shut down immediately. The programmer shutting down occurred during patient interrogations, interrupting testing. A new battery was obtained for the programmer, which resolved the issue, and the programmer remains in use. No patient complications have been reported as a result of this event.